Event description:
It was reported that the customer was experiencing on-going intermittent cartridge alarms during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve all issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.